Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a homechoice cassette had a connection issue; further described as " the cassette was not fitting correctly with the bag". This was observed during setup of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction b5: change quantity of cassettes to (2) two (reported as one on initial). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction h4: (added device manufacture date, previously omitted). H10: should additional relevant information become available, a supplemental report will be submitted.